Event description:
A pt reported being diagnosed with acanthamoeba keratitis. Limited information indicates the right eye was cultured and was positive for acanthamoeba. Additional info has been requested but has not been received to date.